Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been treated by paramedics due to low blood glucose. Customer's blood glucose was over 43 mg/dl. Customer was treated with insulin shots of glucagon. Customer's blood glucose stabilized at 80 mg/dl. Customer's low blood glucose readings were due to meter malfunction.